Manufacturer narrative:
The implicated product is a 9.5 fr. Dual lumen catheter with tissue ingrowth cuff in a peel-apart introducer system. The product received for eval is a 9.5 fr. Dual lumen catheter measuring 25.4 inches long. A blood stained tissue ingrowth cuff is found 15.6 inches from the proximal end. A multi-filament suture is wrapped multiple times and knotted around the catheter's circumference 14.3 inches distal to the proximal end; the red dot depth marker is found 14.6 inches distal to the proximal end. Small clots can be visualized in one lumen near the distal tip and a blue dye is on the exterior and interior walls of the catheter. The dye may be a result of the user dye study. A lot history review reveals no related mfg issues and one similar complaint that is confirmed, user-related. Tactual examination of the catheter reveals a tensile weakness near mid-point in the proximal (white) extension leg and a tensile weakness approx 0.5 inches proximal to the tissue ingrowth cuff. These weaknesses indicate the tubing had been stretched beyond its tensile limits. Patency is demonstrated by flushing and aspirating water through each lumen individually with a 10cc syringe. No leaks are noted as the catheter's distal tip is atraumatically clamped and each lumen is separately pressurized hydraulically to sustained pressures greater than 25 psi. Microscopic (7x) examination of the tensile weaknesses is unremarkable. Magnification of the catheter od shows no defect or deformity throughout its length. The valves respond appropriately to finger pressure with no overlapping of the edges. The complaint of a subcutaneous leak is unconfirmed. Tactual, microscopic and functional testing of the complaint sample did not identify any defect or deformity that may lead to extravasation.

Event description:
Extravasation from groshong line during doxurubicin administration.